Event description:
It was reported that a faradrive steerable sheath during procedure presented blood drawn and air was aspirated. When a farawave was inserted and reverse blood was drawn, air was drawn no matter how much it was pulled. Suspecting valve damage, the sheath was changed, and the problem was resolved. The procedure was then successfully completed. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure presented blood drawn and air was aspirated. When a farawave was inserted and reverse blood was drawn, air was drawn no matter how much it was pulled. Suspecting valve damage, the sheath was changed, and the problem was resolved. The procedure was then successfully completed. No patient complications occurred. The device is expected to be returned.